Event description:
Event description cpi received information that this implantable pulse generator was exhibiting loss of capture with an abnormal increase in threshold levels and impedance measurements. An invasive procedure was performed to analyze the system. Loose set screws were found on the atrial lead.